Manufacturer narrative:
Device not returned

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer was unable to clear the alarms and reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 129-130 mg/dl.